Event description:
During baxter's functionality testing, a spectrum pump failed to properly restart during the downstream occlusion test. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The failure to properly restart during the downstream occlusion test was confirmed through baxter's functionality testing. Further eval was able to reproduce this condition. The investigation found the fluid number readings from the force sensor to be above spec. This condition was determined to have been caused by excessive shimming on the downstream pusher as well as a downstream pressure plate gap which was too wide. The downstream pusher was reworked to correct this condition.